Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 400s mg/dl. To address the bg level, the infusion set site would be changed and a bolus via the pump was delivered. A cause of the past occlusions could not be determined and as the customer was not receiving an occlusion alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.